Manufacturer narrative:
Pump passed displacement test. Basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Cracked battery tube thread noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had to press buttons multiple times. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.